Event description:
The bushing between the overhead bar and the sling that holds the resident was replaced by the MFR for safety reasons. The replacement bushing swivels; it swings very freely which the staff feels creates a potential for pt injury.